Manufacturer narrative:
One photo was shared by the customer, where an unknown residual on the male luer's threads is observed, is not clear how or when this condition happened based on the photo. One used list# b33980, one (1) used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock; lot #unknown. Two (2) used. List #unknown, clave; lot #unknown. Attached to (1) used. List #unknown, 5 ml sodium chloride syringe; lot #unknown. As received no significant visual damage or anomalies were observed. (A6) one (1) used list# b33980, one (1) used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock, connected to an unknown microclave were returned for evaluation. As received no physical damage or anomalies were observed. (A9). The samples were tested per specification, and a leak was coming from between the shunt and tapered connection of the trifurcated connector was noted. The bond where the leak was observed was separated and an insufficient solvent coverage in the tapered connection of the trifurcated connector was found. (A6) (a9) this complaint can be confirmed. The probable cause is due to insufficient solvent application during assembly process. The device history lot review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that the 4" (10 cm) smallbore trifuse ext set w/2 remv check valves, 3 clamps (red, yellow, white), luer lock, non dehp tubing had a leak issue. It was stated that the device started to leak at the junction with flushing. The status of the product at the time of event was during patient use. Information on specific fluid or medication is not available. There was patient involvement, no adverse event and possible delay in therapy due to having to replace line/extensions.